Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus) due to recurring incontinence. The existing pressure regulating balloon (prb) was explanted and replaced with a new one as a result. The patient was reported to be doing well after the procedure. The explanted prb was retained by the facility. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus) due to recurring incontinence. The existing pressure regulating balloon (prb) was explanted and replaced with a new one as a result. The patient was reported to be doing well after the procedure. The explanted prb was retained by the facility. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted prb did not exhibit any malfunctions.